Event description:
On 7/8/94, the pt had a 10.5 cm long segment of catheter retrieved from his right atrium in the special procedures dept of radiology. The catheter and port were removed on 6/30/94. A retained fragment was retrieved on 7/8/94 as described above.